Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the xenon light source exhibited the lamp housing rear fan not working, leading to overheating. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the main lamp turned over due to the rear fan not working, which resulted in the unit overheating. Olympus will continue to monitor field performance for this device.